Manufacturer narrative:
A product sample has been received at the manufacturing site and it is awaiting evaluation. (B)(4).

Event description:
Follow up information was received from the customer. The procedure was completed using the same product. There was no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a leaking trocar valve during surgery. Additional information and product sample have been requested for evaluation. No additional updates have been received at this time.

Manufacturer narrative:
Additional information in device evaluated by MFR?, evaluation codes, and additional MFR narrative. Fifteen unopened trocar assemblies were received in plastic trays for the report of leaking trocars. The returned samples were visually inspected. Five samples were found conforming and ten samples were found non-conforming with open valves. The conforming samples were then leak tested and were found conforming. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. The visual examination of the returned samples identified an open valve condition. The evaluation of the samples could not determine the cause for the valve condition. The exact root cause for this complaint is unknown. An internal investigation has been opened to address reports of a similar nature. (B)(4).